Event description:
Information was received that a smiths medical pneupac babypac ventilator has an alarm pressure switch problem. No adverse effects were reported.

Manufacturer narrative:
One ventilator was returned for evaluation. Functional testing resulted in checking high pressure alarm function, and it was noted that the pneumatic alarm did not sound, confirming customer reported reason. Replaced alarm reed, however this did not fix the reported issue; alarm still sounded. Interface board was replaced, as well as the variable relief valve and device passed all functional tests as a result. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Additional information: additional information was received stating the pneupac babypac ventilator fault occurred while performing incoming testing. The device failed one of the tests in the functional check procedure regarding the high pressure alarm. There was no patient involvement.